Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and topical skin adhesive was used. When opening the box to pick products, it was found that there had been a foreign matter. It was not used. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis, foreign matter was observed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? Where was the foreign material found? (Inside shipping box, inside the sales unit box, directly on device?)=>directly on the device. ? Please describe the type of foreign matter that was observed.=>it seemed to be a fragment of cardboard. ? Is it possible that the foreign material fell into packaging upon opening of device?=>no h3 evaluation the product was returned for evaluation. Visual inspection was conducted on the returned device visual analysis of the returned sample determined that the device was returned inside it's package unopened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be cardboard box. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was observed. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.